Event description:
After stent placement at the lesion, this product was used for the final observation of target lesion. After ivus, when the physician attempted to retract the catheter (the gw was keeping same position), the catheter got trapped with the gw at the distal edge of the stent which had been implanted in this procedure. So the whole system (the catheter and the gw) was removed. Then dissection occurred at proximal edge of the stent. Immediately, the pts showed bradycardia, low blood pressure, and no flow. So the physician dilated near the proximal and distal edge of the stent with a balloon several times. And 5 or 6 stents were implanted to cover the dissection. After that, blood flow was regained. Another was used instead and the procedure was successful.